Event description:
It was reported by a healthcare professional in australia that preoperatively to an unknown procedure on (B)(6) 2023, it was observed that the vapr® vue¿ generator device had an error code 400. During in-house engineering evaluation, it was determined that it was unable to detect the electrodes as the handswitch was functioning intermittently. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary ==> both photo and the complaint device were received and evaluated. Three photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual analysis of the photos revealed that only the back part of the device was shown in the photos, it could be noted the product information, such as; the product code and the serial number, with images provided was not possible to determine if the device had a failure. According with the visual inspection of the photo, this complaint cannot be confirmed. A service evaluation is required, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. The complaint device was received and evaluated. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation of the device, it was unable to detect the electrodes with handswitch functions intermittently, rf socket replaced; the 8-way socket assembly was replaced. The repair and testing of the unit were completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.